Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Cracked reservoir tube lip, broken battery tube threads, missing address/serial number label and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin squirted out during the manual prime process. The blood glucose reading is 19 mmol/l. Customer will treated with manual injections. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.